Event description:
It was reported that the pta balloon would not deflate completely after being used for recanalization in the left femoral artery. There was no report of injury to the patient. Further info is pending.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number gfsl0645. The investigation is currently underway.